Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: (B)(4): the suture was broken when sewing the mesh. (B)(4): represents the ambiguous number of events: a visiting doctor said that ethibond tends to break easily. How many devices demonstrated the alleged deficiency? 1 did the event occur during one or multiple patient procedures? Unk what is the total number of procedures? Unk have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Apparently, the thread that broke easily was not ethibond. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Please provide the source or name of person providing answers to follow-up questions: (B)(6). The following information was received: when the sales-rep comfirmed the report that "a doctor who was on a business trip said that ethibond tends to break easily", ethibond is not used at the facility, and that no one had commented that ethibond breaks easily on a regular basis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpoxey procedure on (B)(6) 2025 and suture was used. During a laparoscopic sacrocolpopexy, the suture was broken when sewing the mesh. A visiting doctor said that ethibond tends to break easily. The customer would like to know about the problem with the same lot, reports of problems with ethibond, and possible causes. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.